Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 08/28/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box and download data did not reveal any activity related to the complaint. On investigation, the pump was exercised for 24 hours without suspension or alarms. During testing, the pump was intentionally suspended and the pump emitted the appropriate audio and visual suspend alert. Investigation revealed the pump was able to be suspended and unsuspended without difficulty. Investigation did not confirm nor duplicate the alleged suspension issue and the pump was found to be performing within required specifications without malfunction.